Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 186 mg/dl. Customer was unable to reset the pump during the call; tandem technical support provided pump reset information for customer to reset pump on their own after the call. Customer declined follow-up to determine if pump was successfully reset.

Manufacturer narrative:
B5: replace b5 statement

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 186 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.